Event description:
Unomedical reference number (B)(4). Event occurred in the united states , on (B)(6) 2024, it was reported that three infusion set was fell off during use and infusion set is used for 2 day each. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.